Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.10., h.6.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella¿ with lidocaine in the lower lips. Fifteen months later, patient was injected with 0.7 ml of juvéderm® volift¿ with lidocaine in the lips. Ten months after this injection, the patient reported experiencing severe inflammation in the upper lip after an exercise session. The swelling continued to increase over the next day and became abruptly, impressively tight, causing discomfort and painful to the touch. The affected area was found to be inflamed by 200%. The patient underwent biometric tests, rheumatoid factor, antinuclear antibodies, and tsh with results pending. Blood tests revealed a mild urinary infection. The treatment included intramuscular injection of alin, ciprofloxacin 500 every 12 hours, ibuprofen 600 every 8 hours, avapena every 8 hours, and an antihistamine. The event was fully resolved within 36 hours. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00210) (allergan complaint pr# 2735790). This MDR is being submitted for the second suspect product, juvéderm® volift¿.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella¿ with lidocaine in the lower lips. Fifteen months later, patient was injected with 0.7 ml of juvéderm® volift¿ with lidocaine in the lips. Ten months after this injection, the patient reported experiencing severe inflammation in the upper lip after an exercise session. The swelling continued to increase over the next day and became abruptly, impressively tight, causing discomfort and painful to the touch. The affected area was found to be inflamed by 200%. The patient underwent biometric tests, rheumatoid factor, antinuclear antibodies, and tsh with results pending. Blood tests revealed a mild urinary infection. The treatment included intramuscular injection of alin, ciprofloxacin 500 every 12 hours, ibuprofen 600 every 8 hours, avapena every 8 hours, and an antihistamine. The event was fully resolved within 36 hours. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00210) (allergan complaint pr# (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿.

Manufacturer narrative:
Health effect- clinical code 1: e2330. Type of investigation code: b15, b17, b20. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, deemed not device related is considered an unexpected adverse drug experience.